Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02, d03: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the customer reported complaint. The instrument was found with damaged insulation to the conductor wire near the distal idler pulley. The material appeared to be scraped off. Material, approximately 0.14" x 0.03" appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. Failure analysis found the primary failure of insulation damage: conductor wire to be related to the customer reported complaint. The root cause is attributed to a component failure for the insulation damage to the conductor wire.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17/ (B)(4)) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4), with 7 uses remaining. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument black insulation was found to be damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there are no signs of thermal damage at the site of conductor wire breakage. The damage was identified prior to reprocessing. The instrument was inspected prior to use during the last procedure. There was no reported issue with the instrument during the most recent procedure which was noted to have been completed with no reported patient injury.